Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported that high blood glucose had persisted for more than 4 hours, reaching 350 mg/dl, insulin flow blocked alarms were reported during the event, the insulin pump failed the high pressure test, and under delivery of insulin was reported as the blood glucose did not decrease after bolus corrections. The customer was treated for hyperglycemia with bolus corrections using insulin pump. The event involved product mmt-1886. Troubleshooting was performed, the customer was guided through the high pressure test with a tubing clamp, which failed twice, and was advised to discontinue pump use, revert to a backup plan, and place the pump in storage mode; pump replacement was arranged and the return policy was explained. No further patient complications were reported. Mmt-1886 was requested, and the customer's response was that the device will be returned.